Event description:
One touch ultra meter was reading incaccurately erratic. The patient obtained a 190 mg/dl on the reported meter, while feeling shaky and sweaty. The time difference between the results was not specified, therefore, it is unknown if a meter malfunction in terms of precision exists. She took her oral medication following the use of the meter. The patient was seen by a physician; however, no treatments was recevied. The customer care representative (ccr) walked the patient through two consecutive controls tests and the result fell outside the specified range. The ccr verified that the test strips and control solution were in good condition and within expiration date. The patient neither alleged harm nor experienced injury or medical intervention. Based on the failed quality control tests, there is an indication that the product malfunctioned and the event meets the criteria for a medical device reportable. Issue was not esolved through troubleshooting. The test strips and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them.